Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit, and was able to observe the electrical test fail code# 52 & maintenance req. Code# 1 that was reported. The fse observed that the offset values for the atmospheric transducer & x1 was out of range. The fse calibrated the iabp unit twice, but the offset values continued to vary. The fse suspected an issue with the front end board and the pressure transducer. The fse required working parts to further diagnose. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check it was observed that the cs100 intra-aortic balloon pump (iabp) was giving an electrical test fail code #52 along with a maintenance required code #1. There was no patient involvement, and no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Additional information: event site postal code - 400051 it was reported that during a routine check it was observed that the cs100 intra-aortic balloon pump (iabp) was giving an electrical test fail code #52 along with a maintenance required code #1. There was no patient involvement, and no adverse event reported. A getinge field service engineer (fse) can able to reproduce the reported issue and problem suspected with front end pcb & pressure transducer, need to check with the working one to confirm the same. Fse reconnected connections on front end printed circuit board (pcb), main board & reconnected pressure transducers after cleaning. Checked systems performance on iabp trainer & balloon for more than 4 hours, checked offset values found ok. System working satisfactorily. The unit returned fro clinical use.